Event description:
It was reported that high threshold was observed. X-ray/fluoroscopy was inconclusive. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.